Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 29mm in length, 2.5mm in diameter, concentric and the de novo target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). The patient had a tight lesion in the right coronary artery(rca) mid segment. A 3.5 jr guide catheter and a non-bsc guide wire were advanced. The lesion was predilated with a 2x12mm and 2.5x9mm maverick balloon catheter, leaving 75% residual stenosis in the lesion. A 2.5x32mm taxus¿ liberté¿ stent was selected and advanced to the lesion; however, the device was not able to cross the lesion due to the tortuous anatomy and moderate calcium. When the device was removed, it was noted that the stent struts were damaged. Post dilatation was then performed with a 3.5x8mm quantum apex balloon catheter but still the lesion was not giving up. The procedure was not completed. The physician decided not to do the stenting. The patient was managed medically. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the proximal end & the mid-section of the crimped stent was damaged, distorted and lifted upwards from the stent profile. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 29mm in length, 2.5mm in diameter, concentric and the de novo target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). The patient had a tight lesion in the right coronary artery(rca) mid segment. A 3.5 jr guide catheter and a non-bsc guide wire were advanced. The lesion was predilated with a 2x12mm and 2.5x9mm maverick balloon catheter, leaving 75% residual stenosis in the lesion. A 2.5x32mm taxus¿ liberté¿ stent was selected and advanced to the lesion; however the device was not able to cross the lesion due to the tortuous anatomy and moderate calcium. When the device was removed, it was noted that the stent struts were damaged. Post dilatation was then performed with a 3.5x8mm quantum apex balloon catheter but still the lesion was not giving up. The procedure was not completed. The physician decided not to do the stenting. The patient was managed medically. No patient complications were reported and the patient's status was stable.